Event description:
It was reported that while in the intensive care unit the intra-aortic balloon (iab) was prepped; "the one-way valve was connected to the male luer on the short driveline tubing attached to the iab. The catheter was removed from the tray and slowly aspirated a full syringe of air and should be inserted sheathless. The balloon was a bit unwrapped, but tried to insert the balloon. The iab was advanced over the already placed guidewire. The guidewire kinked during this procedure." The iab and the guidewire had to be removed from the patient. The broken inner lumen was visible. Another iab was inserted successfully." A follow-up report will be filed if more info becomes avail.